Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that a pump motor stall alarm occurred. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient would be scheduled for surgery within the next few days. The patient was currently admitted in the hospital. The issue was not resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a motor stall was noted on (B)(6) at 10:31pm with recovery on (B)(6) at 9:02am. The patient stated that they heard it beeping for about an hour, but the it stopped. The patient had no symptoms so they did not call their hcp. No action was taken. There was no known reason for the motor stall. It was later reported the patient came in after hearing an audible alarm for the second time. Interrogation revealed two motor stalls. The first one occurred on (B)(6) (see above) and the second stall occurred on (B)(6) at 9:16pm. The recovery for the second stall was on (B)(6) at 8:27am. The patient denied any increased pain or symptoms of withdrawal. Due to the covid-19 situation, the patient did not want to be hospitalized for immediate replacement. Infusion was decreased in case of catastrophic failure and the patient was scheduled for replaced on monday morning (B)(6). The pump was explanted/replaced on (B)(6). The outcome of the event resolved without sequelae on (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6). No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All previously reported method codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the case was on (B)(6) 2020. The pump was returned on 2020-mar-30. No further complications were reported.